Event description:
It was reported that the patient experienced nausea. The lead had perforated the patient. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.